Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the procedural delay that occurred.

Event description:
During an atrial fibrillation procedure, the physician used a nrg transseptal needle to perform the transseptal but at the moment of applying radiofrequency (rf), the generator showed a message (unknown code) and didn't apply rf. There were seven attempts but the rf didn't occur. A new nrg needle was opened and it worked successfully. Baylis medical company inc. Has decided to report this event due to the procedural delay of 20 minutes that occurred for this procedure.